Event description:
It was reported that on (B)(6) 2013 a drill bit broke during a open reduction internal fixation right acetabular fracture procedure. The surgeon was not able to access the broken piece and a fragment of the drill bit remains in the patient. The reporter stated: there are no plans to remove the instrument as the surgeon does not feel is necessary. The procedure was successfully completed with no delays and no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. This instrument, is not intended for implant/explant. Date received by manufacturer: 9/16/2013. Investigation could not be completed;no conclusion could be drawn, as no product was returned and no lot number was provided for the part number. Placeholder.